Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a colonoscopy with hot biopsy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, while trying to cauterize a polyp the device would not produce heat. On a process to replace the cord but the bleeding stopped. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.